Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates. Reportedly, the cartridge was filled with approximately 300 units of insulin. There was no impact to the customer's blood glucose level. During the call with tandem technical support, the customer reloaded the cartridge and received an accurate fill estimate.